Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("suspected that the essure coil involving the left cornua had perforated the uterus/malposition of essure device location of device: uterus/failure to occlude (close)fallopian tubes, perforation uterus"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage after essure removal") and genital haemorrhage ("abnormal bleeding (general)/bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy". The patient's past medical history included multigravida, parity 3 ((B)(6) 1996,(B)(6) 1999, (B)(6)2005), vaginitis, tooth extraction and tonsillectomy. Previously administered products included for an unreported indication: yaz from 2006 to 2008. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the right essure coil could not be placed/unable to place essure on right side"). In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nauseous/nausea"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract) "), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and fatigue ("fatigue"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: uterus"), pyrexia ("fever"), hypertension ("hypertension"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and uterine haematoma ("hematoma on right, suspected perforation from essure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysteroscopy with excision of essure coil) and surgery. Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pyrexia, hypertension, nausea, vaginal haemorrhage, complication of device insertion, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, abdominal pain lower and uterine haematoma outcome was unknown, the genital haemorrhage had resolved and the migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, complication of device insertion, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pyrexia, urinary tract disorder, urinary tract infection, uterine haematoma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the surgeon noted: "there was a small dent involving the left cornual region, suspected to be a perforation from the essure device. Most of plaintiff symptoms resolved after the (B)(6) 2010 surgery. Pain was decreased soon after removal of coils. Left: there were noted to be three coils extruding from that side. Other pregnancy/miscarriage case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: perforation . Essure confirmation test: small rent in left cornua region & hematoma on right, suspected perforation from essure . Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), infection (bladder/ urinary tract/vaginal) type, apareunia (inability to have sexual intercourse), malposition of essure device location of device: uterus, migraines, headaches, reproductive system disorder or condition type of disorder or condition: removal essure, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (uterus), maternal exposure before pregancy, miscarriage after essure removal were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("suspected that the essure coil involving the left cornua had perforated the uterus/malposition of essure device location of device: uterus/failure to occlude (close)fallopian tubes, perforation uterus"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage after essure removal") and genital haemorrhage ("abnormal bleeding (general)/bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy". The patient's past medical history included multigravida, parity 3 (B)(6) 1996, (B)(6) 1999, (B)(6)2005), vaginitis, tooth extraction and tonsillectomy. Previously administered products included for an unreported indication: yaz from 2006 to 2008. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the right essure coil could not be placed/unable to place essure on right side"). In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nauseous/nausea"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract) "), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and fatigue ("fatigue"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: uterus"), pyrexia ("fever"), hypertension ("hypertension"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and uterine haematoma ("hematoma on right, suspected perforation from essure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysteroscopy with excision of essure coil) and surgery. Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pyrexia, hypertension, nausea, vaginal haemorrhage, complication of device insertion, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, abdominal pain lower and uterine haematoma outcome was unknown, the genital haemorrhage had resolved and the migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, complication of device insertion, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pyrexia, urinary tract disorder, urinary tract infection, uterine haematoma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the surgeon noted: "there was a small dent involving the left cornual region, suspected to be a perforation from the essure device. Most of plaintiff symptoms resolved after the (B)(6) 2010 surgery. Pain was decreased soon after removal of coils. Left: there were noted to be three coils extruding from that side. Other pregnancy/miscarriage case: (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: perforation essure confirmation test: small rent in left cornua region & hematoma on right, suspected perforation from essure quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('suspected that the essure coil involving the left cornua had perforated the uterus/malposition of essure device location of device: uterus/failure to occlude (close)fallopian tubes, perforation uterus'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage after essure removal') and genital haemorrhage ('abnormal bleeding (general)/bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy". The patient's medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2005), vaginitis, tooth extraction and tonsillectomy. Previously administered products included for an unreported indication: yaz from 2006 to 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("the right essure coil could not be placed/unable to place essure on right side"). In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nauseous/nausea"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract) "), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: uterus"), pyrexia ("fever"), hypertension ("hypertension"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and uterine haematoma ("hematoma on right, suspected perforation from essure"). The patient was treated with surgery (hysteroscopy with excision of essure coil). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, device expulsion, pyrexia, hypertension, nausea, vaginal haemorrhage, complication of device insertion, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, abdominal pain lower and uterine haematoma outcome was unknown, the genital haemorrhage had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, complication of device insertion, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pyrexia, urinary tract disorder, urinary tract infection, uterine haematoma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the surgeon noted: "there was a small dent involving the left cornual region, suspected to be a perforation from the essure device. Most of plaintiff symptoms resolved after the (B)(6) 2010 surgery. Pain was decreased soon after removal of coils. Left: there were noted to be three coils extruding from that side. Other pregnancy/miscarriage case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: perforation. Diagnostic results: essure confirmation test: small rent in left cornua region & hematoma on right, suspected perforation from essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("suspected that the essure coil involving the left cornua had perforated the uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the right essure coil could not be placed."). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, pyrexia ("fever"), hypertension ("hypertension"), nausea ("nauseous") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (patient underwent a laparoscopy and a hysteroscopy with excision of the essure coil left cornua). At the time of the report, the uterine perforation, pyrexia, hypertension, nausea, vaginal haemorrhage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, hypertension, nausea, pyrexia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the surgeon noted: "there was a small dent involving the left cornual region, suspected to be a perforation from the essure device. Most of plaintiff symptoms resolved after the (B)(6) 2010 surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.